Event description:
It was reported that the procedure was cancelled. An angiojet solent proxi was used in a thrombectomy procedure. During the procedure, it was noted that the catheter leaked. The patient was already sedated and the procedure was cancelled. No patient complications were reported.